Event description:
The customer reported via phone call that they were hospitalized and were in emergency room also due to low blood glucose on (B)(6) 2022 with blood glucose of 32 mg/dl. The customer's current blood glucose is 128 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by insulin drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that insulin pump was over delivering. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on mar 01, 2022 ems dispatched to treat customer with low bg's. Customer alleges pump is over delivering. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The following were noted during visual inspection: scratched case, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed in the formatted history file on the event date. 03/01/2022 05:23:49.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7 bolusamountdelivered = (B)(4) 03/01/2022 11:40:21.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.5 bolusamountdelivered = (B)(4) 03/01/2022 15:04:47.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6 bolusamountdelivered = (B)(4) 03/01/2022 19:25:43.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = (B)(4) 03/01/2022 20:52:37.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7 bolusamountdelivered = (B)(4). Device passed the functional testing. Unable to confirm alleged low bg's. The customer alleged for possible over delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
On mar. 11, 2022 the customer reported that emergency medical services were dispatched on (B)(6) 2022 at 13:00 due to low blood glucose. Blood glucose at time of event was 32 mg/dl. User had taken lunch then a nap, user was found unconscious and were awaken by emergency medical services. Blood glucose at time of call was 128 mg/dl. User had been experiencing low blood glucose 2-3 months. Customer alleged over delivery due to them changing settings to compensate for their low blood glucose but blood glucose will keep going down. Customer did not get assistance programing the pump. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event.